Manufacturer narrative:
The hill-rom technician found the brakes not holding due to them being out of calibration. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the 4 brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are slipping (brakes not holding). The bed was located at the account. There was no patient/user injury reported. (B)(4).